Event description:
During a routine monitoring visit to the site, source document verification led to the identification of a hemorrhagic conversion in a pt who was treated for a tight mca occlusion in (B) (6) 2009. The hemorrhagic conversion resulted in prolonged intubation. Anticoagulants were avoided and the pt's bleeding resolved without surgical intervention. The pt continued to improve. After consultation with the physician, it was determined that the event was serious and resulted from the procedure. It was also determined that the event was related to the study device. Follow-up with the site revealed that this pt had several other events including large pulmonary emboli, a left lower extremity dvt and a right upper extremity dvt which was treated with a greenfield filter in his ivc, heparin, and coumadin. Following the pulmonary emboli event the pt developed aspiration pneumonia. Lastly, the pt had two episodes of hyponatremia between treatment and his discharge. These episodes are thought to be secondary to hypovolemic hyponatremia with possible siadh from his bleed. He was treated with saline IV fluids and his serum sodium corrected without issue. These events were not related to the device.